Event description:
The ge oec 9800 fluoroscopy sys was reported, by a facility physicist to be out of compliance for collimation and dose output. Sys entered into sys was initially noted.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the sys was actually within spec and regulation. Also, the customer had selected some features that would keep the collimators where previously positioned. Physicist measurement error. System default settings changed. The sys was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. (Issue was found during physicist testing). No negative pt effect were reported because of this malfunction.